Event description:
A twinpass was used during a patient procedure. The tip of the twinpass was sheared off during the procedure and remained on the wire. The separated pieces of the twinpass were able to be pulled back into the guide before removing the device.

Manufacturer narrative:
Device not returned to manufacturer.